Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Moisture damage was found on electronic and motor assembly. Functional check testing was not performed due to the device having no button response. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and that the device had been exposed to moisture. The blood glucose reading was 200 mg/dl. The customer's daughter stated that there was moisture under the screen. She reported that the customer was in the hospital after a non-diabetes-related fall. She advised that the customer had been without the insulin pump for 4 days. Advised replacement of the insulin pump. Nothing further reported.